Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a 808:03 failure code was confirmed but not reproduced. The root cause of the reported condition was not identified. No further action was taken to fix the reported problem since it was not identified. Additional information: a service history review revealed that the device is new and therefore it does not have any previous service interventions recorded. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 808:03, which was found in the event history by the customer. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 7.01.00.